Event description:
The affiliate reported: the event occurred at implantation surgery on (B)(6) 2014. Although the surgeon pumped the device for some times, the reservoir kept depressed and fluid did not flow through the device. Since the occlusion of the ventricular catheter was suspected, the device was not used at the surgery. The backup device (82-3148) was used to complete the case. There were no surgical delay greater than 30 min and no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.